Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed on a pusher wire, coil and introducer sheath. The coil and pusher wire arms were not interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected, and no anomalies were noted. The pusher wire was inspected, and no anomalies were noticed. The coil was returned kinked and stretched. Functional inspection was performed by advancing the coil through the introducer sheath. However, it was not possible to continue advancing the coil, as the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection on pusher wire showed the proximal end had a smooth surface. The pusher wire was inspected, and no damages were noticed. The main coil zap tip also had a smooth surface. The interlocking arm was inspected, and it was found detached. The part was not returned. Dimensional inspection of the pusher wire and main coil that could be measured, were within specification.

Event description:
Reportable based on device analysis completed on 07may2021. It was reported that coil was stuck inside the catheter. A 3mm x 10cm idc-18 was selected for use. During procedure, it was noted that the coil got stuck inside the renegade catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a detached interlocking arm.